Event description:
It was reported that occlusion alarms occurred. Reportedly the customer was using the cartridge for 3-5 days and performing the air removal step multiple times. Tandem technical support informed the customer that using the cartridge for 3-5 days and performing the air removal step multiple times is off label per the tandem user guide. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Device not returned.